Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an amplatzer septal occluder (9-asd-022 lot: 8999229) was chosen for implantation utilizing an amplatzer trevisio delivery system (9-atv10f45/80, lot:9197749). During implantation in the left atrium, the occluder deformed in a cobra shape. Multiple attempts were performed but the issue remained. The occluder was removed from the patient without being released from the delivery cable. A replacement amplatzer septal occluder (9-asd-022 lot: 8999229) was implanted successfully utilizing the same 10f amplatzer trevisio delivery system. The patient remained hemodynamically stable throughout the procedure. There were no patient consequences or clinically significant delay. There was no interaction with cardiac structures or any kink or angulation in the delivery system.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment and a 10f size delivery system was used. Please note that per the instructions for use, the recommended size delivery system for use with a 22 mm amplatzer septal occluder is an 9f which may caused the reported event of deformation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.